Event description:
The surgeon was ready to fire the robot stapler 30 curved with a vascular load and when it fired it made a grinding sound that it had not previously made. The staple line was intact, and the area was assessed and did not seem to be abnormal. The stapler was removed from the field and the manager was notified. The manager stated that he will have the stapler sent out to be assessed. The stapler was bagged and labeled to be cleaned and returned to manager.